Event description:
It was reported through the litigation process that one year nine months and four days post a port placement for the treatment for gastric carcinoma, the patient allegedly developed with thrombosis. It was further reported that the port was removed. The current status of the patent is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year nine months and four days post port placement, an ultrasound showed non-occlusive thrombus in the right internal jugular vein and occlusive thrombus throughout the right subclavian, axillary, brachial and basilic vein. Around fourteen days later, patient underwent port removal procedure. Therefore, the investigation is confirmed for the reported adverse event based on the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.